Event description:
Pt had lumbar decompression and fusion. The onq pump was also placed for incision pain. Two days later pt's dressings became soaked with a colorless drainage. In addition, it was reported that the dressing had a pinkish tinge.